Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was failed repeatedly. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had failed remote manager. A field service engineer reseated the cables on the latch and went to test the station and did an upgrade on 80 row boards and all of the control boards and done proactive inspection to resolve the issue. The system functioned as intended after the field service engineer repaired the device.